Manufacturer narrative:
Device evaluation: smith medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating the user was unable to lock needle into its protection device. No adverse effects to pt or user reported.